Event description:
Acurate ide. It was reported that difficult to advance the isleeve introducer within the artery occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The patient received a loading dose of 81mg of aspirin. The patient's peripheral anatomy was significantly tortuous. Vascular access was obtained via right femoral approach. During insertion of a 14f isleeve introducer sheath, there was difficulty advancing the 14f isleeve introducer sheath within the vessel. The 14 f isleeve introducer sheath was able to be placed. A 23mm non-bsc balloon was inserted through the 14f isleeve introduce sheath. The physician encountered resistance during advancing the 23mm non-bsc balloon; however, the 23mm non-bsc balloon was able to be advanced and predilation performed. The 23mm non-bsc balloon was fully deflated. The physician was unable to retract the 23mm non-bsc balloon through the 14f isleeve introducer sheath. The devices were removed together. The isleeve was kinked. A new 14 f isleeve was inserted into the patient. The physician encountered the same difficulty advancing the 14f isleeve introducer sheath within the vessel. The isleeve was kinked. The 14f isleeve introducer sheath was exchanged for a lotus introducer sheath. The procedure proceeded with the implant of a large acurate neo2 bioprosthesis. The acurate neo bioprosthesis was implanted in good position, minimal leak and without need for post dilatation. The patient remained stable during, throughout and after the procedure with patient complications reported.

Manufacturer narrative:
Device eval by manufacturer: analysis of the returned isleeve sheath revealed that the sheath has numerous kinks and all of the seams are starting to expand at the kinked locations. The tip is damaged. Review of the isleeve directions for use (dfu) includes the following in the device description: "the 14f isleeve introducer set is for use with the acurate tf valve system only". The reported information and the returned device indicate that the isleeve system was used with a bav device.

Event description:
Accurate ide. It was reported that difficult to advance the isleeve introducer within the artery occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The patient received a loading dose of 81mg of aspirin. The patient's peripheral anatomy was significantly tortuous. Vascular access was obtained via right femoral approach. During insertion of a 14f isleeve introducer sheath, there was difficulty advancing the 14f isleeve introducer sheath within the vessel. The 14 f isleeve introducer sheath was able to be placed. A 23mm non-bsc balloon was inserted through the 14f isleeve introduce sheath. The physician encountered resistance during advancing the 23mm non-bsc balloon; however, the 23mm non-bsc balloon was able to be advanced and predilation performed. The 23mm non-bsc balloon was fully deflated. The physician was unable to retract the 23mm non-bsc balloon through the 14f isleeve introducer sheath. The devices were removed together. The isleeve was kinked. A new 14 f isleeve was inserted into the patient. The physician encountered the same difficulty advancing the 14f isleeve introducer sheath within the vessel. The isleeve was kinked. The 14f isleeve introducer sheath was exchanged for a lotus introducer sheath. The procedure proceeded with the implant of a large accurate neo2 bioprosthesis. The accurate neo bioprosthesis was implanted in good position, minimal leak and without need for post dilatation. The patient remained stable during, throughout and after the procedure with patient complications reported.